Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed. It was reported that a 64-year-old female patient (69kg) underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. At the end of pvc ablation in the left ventricle at the base of the papillary muscle, the patient complained of nausea and became tachycardic (heart rate in 140¿s). Pericardial effusion was diagnosed by intracardiac ultrasound and confirmed by transthoracic echo (tte). Pericardiocentesis was performed to drain the fluid (unknown amount) from the pericardial space. Patient stayed overnight and did not require prolonged hospitalization. Patient had fully recovered from the issue. Physician stated that the issue did not occur due to a product malfunction and that the cause was more mechanical on his part, most likely occurred due to a perforation to the appendage. Device evaluation details: the device was visually inspected, and it was found in good conditions, then it was connected to the carto and it was visualized, however the temperature was not displayed which did not allow to perform the ablation test. Additionally, the device was connected to the generator and the temperature did not show hence it was not possible to perform the generator test. In addition, the device was deflecting and irrigating correctly. A failure analysis was performed, and after dissection of the tip it was found that there was a loss of electrical resistance from the cut to the dome creating the temperature issue. A manufacturing record evaluation was performed for the finished device 30416491m number, and no internal action related to the complaint was found during the review. The customer complaint was not confirmed. The root cause of the adverse event remains unknown. The customer stated the issue did not occur due to a product malfunction and no bwi product malfunctions nor error messages were reported. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the thermocouple wire breakage cannot be determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient (69kg) underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. At the end of pvc ablation in the left ventricle at the base of the papillary muscle, the patient complained of nausea and became tachycardic (heart rate in 140¿s). Pericardial effusion was diagnosed by intracardiac ultrasound and confirmed by transthoracic echo (tte). Pericardiocentesis was performed to drain the fluid (unknown amount) from the pericardial space. Patient stayed overnight and did not require prolonged hospitalization. Patient had fully recovered from the issue. Physician stated that the issue did not occur due to a product malfunction and that the cause was more mechanical on his part, most likely occurred due to a perforation to the appendage. A transseptal puncture was performed using a st. Jude brk needle. There was no evidence of steam pop during the ablation. Ablation was performed for over 3 minutes. Ablation was not higher than 35 watts. The catheter irrigation was set at 2-8 ml/min when using 20 watts, and 15 ml/min when using 35 watts. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were 2.5mm for 3 seconds, 25% at 3 grams and tag size of 3mm. No additional filter was used. Time was used prospectively as color option. No bwi product malfunctions nor error messages were reported. Patient¿s relevant test/ laboratory data included: hemoglobin 14.4/ hematocrit (hct) 43.4, prothrombin time (pt) 10.1, inr 0.94. Activated clotting time (act) at 9:00 am=140, 10:15am= 368; act through case 290-368 seconds. 20,500 units heparin given through procedure. 60 mg protamine given at end of case to reverse heparin, act 11:00= 160 seconds. The tachycardia will not be coded in section h as it is a consequence of the cardiac tamponade. Since the cardiac tamponade is life threatening and required medical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable.